Manufacturer narrative:
Philips service replaced the d-sub pin sets unc replacement and returned the system to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that wired footswitch plug fasteners were damaged and replaced during service on an allura xper fd20. The clinical use of the system was in clinical use. There was no reported patient or user harm.